Event description:
The customer reports leaking at the hub.

Manufacturer narrative:
(B)(4). The customer returned a single lumen catheter for evaluation. After the catheter failed functional testing, the catheter body was mi croscopically examined. A small hole and a small kink was found on the catheter body. The hole is consistent to with damage being caused by kinking the catheter body. The hole in the catheter body measured 8mm from the junction hub. The overall length of the catheter body measured 18.70" which is within specification of 18.625-18.875" per product drawing. The outer diameter of the catheter body measured 0.060" which is with specification of .058-.061" per product drawing. When flushing the catheter with water, water was observed leaking from the hole in the catheter body. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter body contained one small kink and hole near the juncture hub. The appearance of the hole was consistent to when the catheter body is kinked. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports leaking at the hub.